Event description:
It was reported that the patient presented in clinic for a follow up check on (B)(6) 2022. Upon review, the implantable cardioverter defibrillator exhibited excessive bluetooth telemetry error and bluetooth had stopped connecting to the mobile application on (B)(6) 2022. Programming changes were made on the device. Patient was stable.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.